Event description:
It was reported that during a cat scan, a patient fell off the device. The patient was injured as a result of the fall, but it was not reported how the patient was injured or to what extent. Attempts are being made to gather additional injury details and serial number from the user facility.

Event description:
It was reported that during a cat scan, a patient fell off the device. The patient was injured as a result of the fall, but it was not reported how the patient was injured or to what extent. No information could be obtained surrounding the injury. The customer indicated that the patient slipped off a non-stryker surface on a stryker stretcher and the issue was not due to an equipment failure of the stretcher itself.

Manufacturer narrative:
The investigation has completed. There was no fault on our product as the customer was using a third party surface.